Manufacturer narrative:
An event of left bundle branch block, hypertension, pain in the right groin, hematoma and pseudoaneurysm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. Pacing was maintained at 120-140 bpm to suppress premature ventricular contractions. A pre-implant balloon valvuloplasty (bav) was performed using a 20mm non-abbott balloon. Prior to valve deployment, the patient developed left bundle branch block (lbbb). The valve was deployed without re-sheathing and the final implant depth of the valve was 4.7mm from the non-coronary cusp (ncc) and 4.35mm from the left coronary cusp (lcc). Post procedure, the patient became hypertensive with a blood pressure of 180/90. 10mg of amlodipine and 2 glyceryl trinitrate (gtn) patches were administered. Post implant, the patient experienced pain in the right groin and a hematoma was also seen on the right groin site. Manual pressure was applied to right groin, as well as a femostop. A computed tomography (CT) was performed and showed a pseudoaneurysm arising from the caudal right common femoral artery. The physician alleged that a non abbott vascular closure was unsuccessful in achieving haemostasis post procedure which cause the hematoma. The following day, the patient experienced chest pain associated with nausea. No treatment was provided, and the chest pain and nausea resolved later that day. On (B)(6) 2023, telemetry reviewed short runs of supraventricular tachycardia (svt). Electrolytes were administered to resolve the event. It was also reported that the patient estimated glomerular filtration rate (egfr) dropped by 20 units (84 to 64) in the last day. No treatment was provided.